Event description:
Control line on 3100a hfov (ventilator) broke from luer lock disconnecting pressure from patient circuit. Patient was removed from ventilator and manually ventilated while replacement part was found and replaced in line.patient had surgery and was in the icn for recovery when incident occurred. The patient required monitoring to confirm that there was no harm to patient. Patient tolerated manual ventilation well and was transitioned to conventional ventilator. Respiratory therapy is looking into replacing all of the affected equipment. Patient was discharged and has had several follow up appointments not related to this incident. Patient recovered from this incident without injury.we have not changed out the chambers since it is just one component of the vent circuit. We have had 2 ventilators with this same issue that have been affected.